Event description:
The facility reported a pump that backflowed, causing blood from the pt's arm to enter the tubing. There was no pt injury or medical intervention required. The device was programmed to infuse 125 ml of unk medication over one hour. Infiltration occurred during initial therapy and the IV site was changed and the pump was reconnected. Approximately one hour later the pt complained that her arm was hurting and the nurse noticed that blood was backing into the line. The IV site was checked and cleared. Although attempts were made, no additional info was available regarding the set up of the device or type of tubing or bag being used. There have been no incident reports filed since the last baxter service event. No additional info. The technician performed an eval and noted that when the slide clamp was inserted inside down the situation could be replicated.

Manufacturer narrative:
The device has been requested but has not yet been received. A follow-up report will be filed if additional info becomes available.